Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are having a [unrelated] heart echo and a nuclear stress test and like to know if they need to turn ins off. Patient reported the implant has been turning itself off since implant. Patient stated last week the implant turned itself off when ins was 70% charged. Patient services specialist asked patient to connect with the controller and controller showed ins red, controller 100% charged and recharging. Patient service reviewed device function and recommend patient consult with healthcare provider office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.